Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionaire was not received. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the lens needed to be rotated. The pt 'couldn't see', therefore the lens was exchanged. Additional info was requested.